Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of blank display and battery out limit alarm. The customer's blood glucose level was 193 mg/dl at the time of the incident. The customer stated that they received battery out limit alarm and the pump turned right back off. The customer stated that the pump was currently blank. The product was not returned for analysis.